Manufacturer narrative:
Novocure's medical opinion is that a contribution of the transducer arrays to the skin inflammation/irritation and hypersensitivity that required medical intervention cannot be ruled out. Skin reaction has been reported in the pivotal ef-24 clinical trial for optune lua treatment for nsclc (19% overall in the ttfields arms and 2% overall in the control arms). Hypersensitivity was not reported in the pivotal ef-24 clinical trial for optune lua treatment for nsclc. Hypersensitivity has been reported approximately 403 times in the commercial program to date, 12 were assessed as serious and related to device use.

Event description:
A 72-year-old male patient with non-small cell lung cancer (nsclc) began optune lua therapy on (B)(6) 2025. On (B)(6) 2025, the patient's spouse reported to novocure that the patient temporarily discontinued optune lua therapy from july 10 to (B)(6) 2025, due to the development of a severe blistering rash on the torso from the arrays. Additionally, the patient experienced a mild rash localized to the arms and neck, attributed to immunotherapy. The healthcare provider (hcp) prescribed 2.5% hydrocortisone cream; reportedly the patient had already been using a skin preparation product. At the time of the report, the rash persisted on the torso but had significantly improved, allowing the patient to resume optune lua therapy. On (B)(6) 2025, the spouse reported that the patient had been struggling with ongoing skin irritation since starting optune lua therapy, with a severe rash developing after three days of therapy initiation. The patient was subsequently prescribed hydrocortisone cream, diphenhydramine, and steroids. The hcp suspected the patient developed an allergic reaction to the arrays. As described in the report, the rash was painful and pruritic, with open, purulent sores located on the front and back of the torso beneath the arrays. The patient decided to permanently discontinue optune lua therapy. The prescribing physician was contacted for further details, although no reply was received.